Event description:
It was reported that the device shuts down during the shock test, which could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.